Event description:
The facility reported a colleague infusion pump with an unidentified failure code. According to the facility, it is unknown when or in which care area this event occurred. However, upon reviewing the pump's event history, baxter quality engineering discovered this event occurred during and interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed that this device was not previously serviced for the reported condition of intermittent stop key on the channel a. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an unidentified failure code was confirmed during product evaluation in the pump's event history as failure codes 550:320:654:0000 and 568:320:654:0000. Both failure codes were caused by a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). Correction: a service history review revealed no previous service events were related to the reported condition of 550:320:654:0000 (faulty uim).